Manufacturer narrative:
The philips technical consultant (tc) went onsite and confirmed the issue. The tc discovered the speaker was disconnected from the back of the personal computer (pc). The cause of the disconnected speaker was not determined, provided, or confirmed. The tc reconnected the speaker to resolve the issue. The device remains onsite and in use.

Event description:
It was reported that the central station had no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.